Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire loop failed to extend. It was noted that the plastic sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief and near the dongle. The handle cannula is in good condition and evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. Additionally, the catheter was slightly kinked in the extreme of the strain relief and near the dongle; this kink probably caused the flare to detach. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire loop failed to extend. It was noted that the plastic sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. Reported event of flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.